Event description:
It was reported that the attorney alleges the customer was using the infusion set to the recalled model numbers. It was stated that on (B)(6) 2009, the customer called multiple times to report that the insulin pump was not functioning properly. The customer was taken to the hospital on (B)(6), 2009 and diagnosed with heart palpitations. She developed uncontrolled diabetes, as well as physical symptoms, including, muscular pain, high pulse rates, anxiety, exhaustion, and fatigue. The customer had multiple ambulance trips to the emergency room and/or trips to her physician for medical examinations. The insulin pump and/or infusion set failed to deliver the proper dose of insulin to manage her diabetic condition. The customer sustained injury and required medical intervention for diabetic related conditions. She has suffered physical and emotional pain, and will continue to suffer damages resulting from issues with her insulin pump and/or infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.